Event description:
It was reported by the facility, there was a pt fall which reportedly resulted in a fractured hip for the pt. The hosp has indicated that they had turned off bed exit and it had not been turned on at the time of the reported fall.